Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the bending section rubber was dirty due to insufficient cleaning. -the instrument channel port was deformed by physical stress. -the remote switch 1 was damaged by physical stress. -the universal code was dirty due to insufficient cleaning. -the insertion tube was corroded. -the distal end was dirty. -the device has been repaired three times in the past year. Omsc confirmed the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. The device has been repaired in the past due to the adhesion of medical adhesive. In addition, based on the inspection results and instruction manual, the foreign material may be medical adhesive and the reported event may have been caused by the following causes: -the user injected medical adhesive via the endo-therapy accessory during the procedure. -the user mishandled the endo-therapy accessory when pulling it out, causing medical adhesive to adhere to the instrument channel. -medical adhesive stuck and remained in the instrument channel. It was not possible to identify the endo-therapy accessory that the user used during the procedure, but a disposable needle may have been used. The instruction manual states precautions when pulling out the disposable needle. In addition, the instruction manual states that solid matter or thick fluids should be avoided. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the channel tube was clogged with tissue during reprocessing and returned the device to olympus. There was no report of patient injury associated with the event. Olympus then inspected the device at the service department of olympus (B)(4) and found that foreign material was adhered to the channel due to insufficient cleaning. Olympus medical systems corp. (Omsc) confirmed from the photos provided by (B)(4) that the foreign material was like a yellow powder. In addition, omsc determined that the poorly reprocessed device with foreign material stuck in the channel may have been used in the procedure.